Event description:
A report was received that the patient was experiencing numbness and heaviness on her right leg during the trial procedure. The physician could not confirm the cause of the event. The physician stopped the procedure and removed the two leads. The symptoms were resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.